Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken sheath. The issue occurred during maintenance. There were no reports of patient involvement.